Event description:
The report received indicated that the patient suffered a heart attack.

Manufacturer narrative:
This product is not available for evaluation, as it remains implanted; add'l information has been requested and will be submitted within 30 days upon receipt.